Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. The degraded downstream occlusion (dso) seal, lens, engine, camshaft, valves, and air detector were replaced to fix the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a downstream occlusion and upstream occlusion intermittently. The event occurred during testing, there was no patient involvement.